Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy, the device was difficult or unable to open and the stapler has locked up and cannot be fired.. Surgeon replaced the device. No patient injury.